Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she fell up against the wall and damaged the insulin pump. Customer stated the screen is cracked and scratched. Blood glucose was about 325 mg/dl; she treated with a manual injection. Customer also stated that she received a total of 6 batteries with the device and they feel rusty and one or two have burst. She received a battery out limit alarm after battery change.batteries were not out of the pump greater than duration allowed. Nothing further reported.